Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the device was not received for evaluation; however, it was evaluated on-site by a baxter qualified technician. The technician identified an issue with the screen that was caused by the power board. The reported condition was verified. The backplane board and source (power) board were replaced. A therapy simulation of 4-hours was carried out and the equipment was returned into service with no further issues. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported condition cannot be confirmed by the review of events. The screen issue is not correlated to the claimed shutdown during the therapy. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during continuous renal replacement therapy with a prismax control unit, the machine turned off without triggering an alarm. Therapy ended without the extracorporeal (ec) blood being returned and the patient became hemodynamically unstable. Medical intervention consisted of mechanical ventilation adjustments, vasoactive drug titration, which prevented the patient from progressing to cardiorespiratory arrest. No additional information is available.